Event description:
This supplemental report is being filled to include additional information indicating that the device was explanted and device analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found a single arc mark near the shocking coil. This visual inspection provided evidence that the lead body and tip appeared normal with no evidence of twisting within the electrode body. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This device is still implanted and is not available for return. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had received therapy where there was no sensing and a shock impedance that was low and out of range. The patient had twiddled their electrode back into the device pocket. The entire system was surgically abandoned due to erosion with infection. No additional adverse events were reported.